Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the stapler closed as normal and everything felt fine, but the staples did not form properly. It is unknown how the procedure was completed. The procedure was delayed 60 minutes. There were no adverse consequences to the patient.